Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that patient had underwent a revision knee surgery who previously had a primary nexgen implanted in (B)(6) 2008. The patient had a fall and tibial plateau fracture in (B)(6) 2016, the tibial implant was also broken. The surgeon suggested that the force of the fracture caused the tibial plate to break. The implant was removed and revised on (B)(6) 2017. Product was returned on (B)(6) 2018 from the UK concerning zimmer (B)(6) linked complaint for the tibial component. Upon receipt, it was identified that the patella button was also broken. Tm patella is the only tmt design controlled part.

Event description:
Revision due to implant fracture.

Manufacturer narrative:
The tm standard primary patella, size 32mm was implanted for approximately 9 years prior to it being revised as part of a total right knee revision secondary to a patient fall. Upon revision, the tm patella was reported as being broken. An investigation by product development/post-market engineering was conducted. No information on the patient was reported (e.g. Gender, age, height, weight, activity level). No x-ray images or imaging reports were provided. However, the explanted tm patella was returned for the investigation. Compatibility between the femoral and patellar components was checked via the package insert. An overall visual inspection of the explanted device was performed including a visual comparison between the explanted tm patella and known examples of both bone ingrowth and poly articulating surface wear. It was found that the 35mm patellar and size e nexgen lps femoral components were compatible. The tm patella was found intact overall although the hex peg appeared to have been partially cleaved at the baseplate juncture via an osteotome or similar-type sharp instrument. The hex peg however, remained solidly attached to the patellar baseplate. A visual comparison between the explanted tm patella and a known example of bone ingrowth indicated that the tm patella was likely fixed to the native patella prior to being forcibly explanted. A visual comparison with a known example of poly articulating surface wear indicated that the surface damage and staining observed on the tm patella was likely due to delamination and wear after being in use for approximately 9 years. The damage to the poly surface was likely exacerbated by the impact to the knee as a result of the patient fall. Polymer delamination/wear is a known risk and captured in the risk management file. Wear of the polyethylene articulating surfaces of patellar components following total knee replacement is documented as an adverse effect in the package insert. This investigation by product development is considered closed at this time. Should additional information become available, this investigation may be re-opened.